Manufacturer narrative:
Correction: previous values in h6 investigation type, findings, and conclusions were incorrect.

Event description:
New information notes that noise was noted in this lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It is reported that the patient's right atrial lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2020.